Manufacturer narrative:
The user facility submitted medwatch mw5082079 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured between july 09, 2018 - july 1, 2018. Two actual devices were received for evaluation. Visual inspection and functional testing were performed. The bags were sliced at the top corner where the contents were drained. No defect was identified during visual inspection. Functional testing observed a leak at the spike port cap of both samples. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.